Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left vertebral artery. A 2mm x 20mm x 143cm coyote es balloon was advanced for dilation. However, during the first inflation at 14 atmospheres for few seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.